Event description:
The patient was enrolled in (B)(6) study with a 90% lesion in the left carotid artery. The lesion was 20mm in length and the vessel was 4.6mm in diameter and mildly tortuous. An angioguard was chosen for the procedure, however, a defect occurred during retrieval into the capture sheath. There was no patient injury reported.

Manufacturer narrative:
The patient was enrolled in (B)(6) study with a 90% lesion in the left carotid artery. The lesion was 20mm in length and the vessel was 4.6mm in diameter and mildly tortuous. An angioguard was chosen for the procedure, however, a defect occurred during retrieval into the capture sheath. There was no patient injury reported. The patient's medical history includes hyperlipidemia, history of smoking and hypertension. High risk criteria includes previous cea and recurrent stenosis. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 03427642. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.